Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported sidingar guidewire fraying, preventing catheter advancement. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed guidewire is confirmed; however, the exact cause is unknown. One photograph of a frayed guidewire was returned for evaluation. An initial visual observation of the photograph showed a frayed guidewire. The fraying was observed in the coil wire and began slightly proximal to the distal tip of the guidewire. A complete break was noted in the wire in both the core and coil wires. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.